Event description:
It was reported to gore, that the patient presented with an abdominal aortic aneurysm that was treated on an unknown date with endoprostheses of an unknown manufacturer (non-gore). It was stated that the implanted endoprostheses consisted of a main body and two iliac limb extensions. It was mentioned that on an unknown date after the initial implantation two gore® excluder® aaa endoprostheses (two iliac extender endoprostheses) have been implanted due to unknown reasons. It was stated that on (B)(6) 2022 all endoprostheses were explanted due to a proximal type I endoleak and a typ ii endoleak. Aneurysm enlargement has not been reported. The patient condition is unknown.

Manufacturer narrative:
Evaluation codes type of investigation b13: additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description .  The medical device returned to a third party for further investigation. The analysis report was shared with gore and evaluated appropriately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c20: this complaint was initiated based on information received from the field. Neither clinical images nor the product itself were returned for evaluation. No product history review could be conducted as the serial number of the device has not been provided. No cause could be established. D12: the gore® excluder® aaa endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "possible adverse events and complications that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleak."